Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt has undergone the first part of a 2-stage revision due to infection on (B)(6) 2013. Pt is currently implanted with antibiotic spacers. Loosening at the bone cement interface was also reported.